Event description:
It was reported that the tip of the driver broke while removing a set screw to extend the construct. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tips have been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter confirms conformance to print specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.